Event description:
It was reported that customer experienced frequent need to charge pump every other day and that pump screen had a visible gash. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or outcome of event.